Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: c20 - no findings available, d15 - cause not established. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump module turned off during an infusion and that the volume did not pull over into infusion verified was not confirmed during the review of the pcu log. Laboratory testing could not be performed on the incident pump module; the incident pump module was not received for this investigation. A full preventive maintenance was performed on the concomitant pcu; there was no observation of issues that would have contributed to the reported event. Based on the review of the pcu event log, on (B)(6) 2024, at 2:16 pm, a remote IV was received and started on pump module (B)(6) for drug ID 8; suspected to be the reported lactated ringer infusion, with a rate of 500ml/hr and a volume to be infused (vtbi) of 250ml. At 2:17 pm, the pump module alarmed for patient side occlusion and door open, and the infusion was paused and then restarted a minute later. At 2:48 pm, the infusion completed on schedule keep vein open (kvo) and the pump module was channeled off by the user with a calculated volume infused of 250.5ml. There was no indication from the review of the logs that the incident pump module turned off during an infusion or encountered communication issues. A review of the pcu error log showed no records associated to the reported incident. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report that the pump module turned off during an infusion was not determined. Review of the pcu event log confirmed that the device was powered off by the user. The root cause of the report that the volume did not pull over into infusion verified was not determined. There was no indication of a communication failure during the review of the pcu log.

Event description:
It was reported that the pump turned off during an infusion. Per the biomed, "volume did not pull over in infusion verified. Lactated ringer bolus 250 ml." There was patient involvement but no harm.

Event description:
It was reported that the pump turned off during an infusion. Per the biomed, "volume did not pull over in infusion verified. Lactated ringer bolus 250 ml." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.